Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, yellow particles in device inner surface and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "hole in valve" observed during surgery. The device has been explanted.